Event description:
It was reported that during the implant procedure, the lead moved while slitting. The physician complained that the sheath was not smooth enough to operate, so replaced with new sheath to proceed. The lead was implanted successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).